Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2016 regarding a patient who was implanted with a neurostimulator for multiple back operations and spinal pain. It was reported that for the last week or so, the patient's stimulation had been turning off. The patient noted that he would try the patient programmer (pp) and it would show that stimulation was off. No trauma or falls were reported that could have been related to the issue. The patient later reported on (B)(6) 2016 that a manufacturer's representative (rep) came out on (B)(6) 2016 and they went over everything. The patient stated that the rep was trying to figure out why the device was turning off by itself, but the rep could not figure it out. The patient was using group a and b. The patient noted that the rep told him he did not even need to use b and that he could just use a1 and a2. The patient noted that he had been using just group a and had not had any problems with the device shutting off on its own.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.